Event description:
During routine testing of the device at the service center, the user reported the speaker volume failed to adjust. The left keypad speaker printed circuit board was replaced to address the issue. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.